Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was sticking out and a crack in case. The customer's blood glucose was unknown at the time of the incident. The product will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly noted. Device passed displacement test.